Event description:
Information received with return of the device notes that prior to implantation, the device was interrogated and found to be in vvi mode with dashes (---) for rate and sensor parameters. Attempts to programm to ddd were unsuuccessful.